Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl. Customer's current blood glucose level was 98 mg/dl. Customer stated that from past three weeks they had been waking up with lows. The customer was using insulin pump within 48 hours of low blood glucose incident. It was also reported that three weeks ago, customer had snack before bed and been persistent sweaty, nauseated and pain in stomach. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.